Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an olympus colonovideoscope had scope communication error e216 and the screen had developed noise. The event occurred during inspection for use. There were no reports of patient involvement.